Manufacturer narrative:
Correction: e2 was inadvertently selected on this report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. Based on the damage pattern, it is likely that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc). Pre-existing damage to the insulation insert or if it was already worn is unable to be determined. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. The worn laser marking most likely constitutes signs of wear and tear and is most likely attributable to frequent use. The event can be detected/prevented by following the instructions for use which state: "warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A field service engineer reported on behalf of the customer, while prepping inner sheath, for 26 fr. Outer sheath for use the ceramic tip was broken/damaged. There were no reports of patient or procedure involvement, or user harm associated with this event.